Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a system error while booting up. The caller stated that the error cleared after power cycling the programmer. The caller was advised to put the programmer into hibernation to clear a corrupt file on the hard drive, and if the issue persists to return the programmer. The programmer is not expected to be returned at this time. There was no patient involvement.